Manufacturer narrative:
The customer reported that the device failed to shock during cardioversion. A second set of pads were used with the same results. No adverse patient impact was reported. On 2/22/2010, the customer reported this issue was not an equipment issue but operator error. The operator of the defibrillator had turned the ECG magnification down to 2.5mm which resulted in the defib not recognizing the r wave to cardiovert. They are providing extra training for the staff who were involved. There was not a malfunction of the device, the customer confirmed a user error.

Event description:
The customer reported that the device failed to shock during cardioversion. A second set of pads were used with the same results. No adverse patient impact was reported.